Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that the battery cap was damaged. Additionally, investigation revealed that the display was discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/26/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/26/2014 with the following findings: visual inspection revealed that the battery compartment was cracked below the grip pad to the case seal and along the left side to the grip pad. The returned battery cap was not able to be secured to the pump due to stripped battery cap threads. A test battery cap was used to complete all testing. During testing, the display was found to be discolored. Unrelated to the complaint, evaluation revealed that the information label on the back of the pump was scratched and missing a portion. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).